Event description:
The customer reported that upon completion of an rf ablation procedure, when the four grounding pads were removed, a 2nd degree burn was noted on the pt's thigh at one of the pad sites. The burn was treated with ointment and daily cleaning. The incident grounding pads were discarded by the site.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for eval. If add'l info pertinent to the incident is obtained a f/u report will be submitted.